Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient called the rep to ask whether a burning sensation at the pocket site could be related to an MRI they had on nov 11. The patient was worried that the MRI facility hadn't followed procedure and the ins wasn't placed in MRI mode. The patient stated the burning was present before the MRI but wasn't as bad and limited to the incision site. Patient was worried about getting another MRI. No device allegations were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.